Manufacturer narrative:
The user facility did not specify the exact model or serial number referenced in this event. It is unknown if the device was returned to olympus for evaluation. Olympus followed up with the facility via telephone and in writing regarding the reported event but with no results. The cause of the reported event could not be determined. As part a prior investigation, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing practices. The user facility has not finalized a date for this visit.

Event description:
Olympus received a voluntary medwatch (mw#5063811) which reports that the user facility's duodenoscope cultured positive for an unknown microorganism, after several rounds of high level disinfectant and ethylene oxide sterilization. The medwatch reports that prior to the user facility's positive cultures the elevator mechanism was replaced on the scope in accordance with the FDA recall. Reportedly, the scope was previously cultured in (B)(6) 2015, which was approximately 50 uses ago. To date there are no associated patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to report the ess findings. The endoscopic support specialist (ess) visited the user facility on september 21, 2016 to observe the facility¿s reprocessing methods and provide training if necessary. The ess reported that he found no deviations with user facility¿s reprocessing methods.